Event description:
Boston scientific crm received information that the patient with this device experienced a syncopal episode. Upon obtaining a full interrogation, the device checked out completely normal. No changes were made to the current programming and all of this was discussed with the cardiologist. Additional information was received that the device was later explanted and returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.